Event description:
This syringe is promoted with misleading language that claims that this device removes "contaminants", giving the incorrect impression that it makes a real contribution to infection control, which it certainly does not. This medical device is clearly being presented in a misleading and dangerous way designed to give the user a false sense of security about what he is filtering out. It is posturing as an infection control device but serves no useful purpose as such. (*)